Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Additional info was requested and received. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "strong swelling of the cornea" (corneal edema); "complete visus reduction" (vision, impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following an intraocular lens (iol) exchange, she experienced strong swelling of the cornea which caused complete visus reduction lasting days. The consumer reported that once the corneal swelling resolved, she was very satisfied with the iol. In a follow up, the surgeon reported the event resolved. There are two medical device reports associated with this event. This report is for the second iol.